Event description:
A nurse reported that a customer obtained imprecise readings on their meter. They obtained readings of 5.5 mmol/l and 18 mmol/l within 2 minutes. The patient's mother acted on the lowest result and gave her child food. The child was seen by their local doctor, instructed to wear a continuous glucose monitor and was given insulin. No diagnosis was reported. In addition, it was discovered that the mother had also been applying blood to both sample areas of the freestyle strip, which is against label copy. The readings when plotted on the parkes error grid fell into the "b" zone, showing the difference in values is not considered clinically significant. There was no report of death or serious injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been returned and an investigation is in progress. A final report will be submitted when the investigation is complete.